Manufacturer narrative:
Medwatch field d4 expiration date was updated. The customer confirmed that the patient sample was icteric and hemolytic. The investigation determined that a sample handling issue (hemolyzed patient sample) had caused the event. The investigation determined that the customer's actions (recollecting a new patient sample) resolved the issue.

Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The calibration and qc results were within the specified ranges. The alarm trace had abnormal aspiration (aample pipetter), sample clot detection, sample foam detection, and sample short errors. These are indicators of possible poor sample quality. The field service engineer inspected the analyzer and no hardware issues were detected. He performed mechanical and instrument checks and verified the analyzer's performance with a successful precision check. The investigation is ongoing.

Event description:
The initial reporter received questionable bilirubin total gen.3 assay results from three samples from the same patient tested on the cobas e 402 analytical unit. On (B)(6) 2025: the initial result of the first patient sample from a heel stick was 14.3 mg/dl. The reporter requested the collection of a second patient sample as the hemolysis index was 363. The initial result of a second patient sample from a heel stick was 21.1 mg/dl. The reporter deemed this result erroneous. The result of the third patient sample obtained by venipuncture was 14.9 mg/dl. The hemolysis index was noted to be significantly lower. On (B)(6) 2025: the repeat result of the second patient sample was 12.9 mg/dl. The care provider questioned this result. The result of a fourth patient sample from another laboratory was 16.2 mg/dl and was deemed correct.